Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the imaging catheter was stuck in the stent. The target lesion was located in the severely tortuous left anterior descending (lad) proximal to middle artery. An opticross¿ imaging catheter was selected for use. During percutaneous coronary intervention (pci), intravascular ultrasound (ivus) was performed after placing a non-bsc stent in lad. However, the opticross¿ imaging catheter became stuck in the stent when removal was performed. The hub of the opticross¿ imaging catheter was cut then the stuck was released using a non-bsc guide extension catheter and bailout was performed. The procedure was completed with another with the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
The device was returned for evaluation device analysis revealed that the catheter was returned cut off in the distal strain relief (a portion the distal strain relief was not returned). A damage was observed on the guidewire exit port assembly. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the imaging catheter was stuck in the stent. The target lesion was located in the severely tortuous left anterior descending (lad) proximal to middle artery. An opticross imaging catheter was selected for use. During percutaneous coronary intervention (pci), intravascular ultrasound (ivus)was performed after placing a non-bsc stent in lad. However, the opticross imaging catheter became stuck in the stent when removal was performed. The hub of the opticross imaging catheter was cut then the stuck was released using a non-bsc guide extension catheter and bailout was performed. The procedure was completed with another with the same device. No patient complications were reported and the patient's status is stable.